Event description:
It was reported that a spectrum iq pump did not infuse accurately. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'not infusing accurately' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.